Event description:
This is filed to report device entrapment. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+, pre-existing chordal rupture, a restricted anterior leaflet, and a flail. An xtw clip was inserted and advanced under the mitral valve. Several grasping attempts were performed before a successful grasp. However, the clip became caught in the chordae, and was unable to be removed. Although still attached to the chordae, the clip was able to be deployed on both leaflets. The clip remained stable on both leaflets, and mr remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the difficult or delayed positioning associated with the difficulty grasping the leaflets and entrapment of device (clip becoming entangled in anatomy) appears to be related to patient conditions (pre-existing chordal rupture and posterior leaflet flail). Unchanged mitral valve insufficiency/ regurgitation appears to be related to procedural conditions associated with clip getting entangled in chordae. Mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.